Manufacturer narrative:
Unit received with blank display due to corroded motor home switch and electronic assemblies. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with cracked case on the back at the battery tube area and broken battery tube threads.

Event description:
The customer reported via phone call that battery compartment was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.